Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were having over delivery of insulin. Customer's blood glucose level was 56mg/dl which was treated with orange juice. Customer declined to troubleshoot for low blood glucose values. Insulin pump will not be returned for analysis.